Manufacturer narrative:
Submit date: 3/26/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that unit has elements missing from display screen. The display would boot up but the image displayed was incomplete. Parts of the display were missing/blank. The display was not legible.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿the unit has elements missing from display screen. After follow up request for more information, the customer states the display would boot up but the image displayed was incomplete. Parts of the display were missing/blank. The display was not legible.¿ the unit was triaged and the customer¿s reported condition was confirmed. The pump was excessively damaged, so the root cause is categorized as customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.